Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that the customer experienced a low blood glucose level of 39 mg/dl. Customer consumed food to address the low bg. Customer adjusted settings to resolve the issue.